Manufacturer narrative:
Device information added. The following devices were also listed in this report: delta v-40 ceramic head 28/+4; cat# 6570-0-228; lot 40124601, delta v-40 ceramic head 28/+4; cat# 1601-09132; lot mmlp5l, acetabular dome hole plug; cat#2060-0000-1; lot mnexvw, primary tritanium hemi cluster hole cup 54mm; cat#502-03-54e; lot mnd8wt, modular dual mobility insert; cat#626-00-42e; lot 45856604. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged pain involving a restoration adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: the provided primary operative report, office notes and x-ray were reviewed by the consulting clinician and indicated that "on or about (B)(6) 2014 the patient suffered a displaced right femoral neck fracture that was treated with a tha with a dual mobility acetabular component. Limited follow up office notes indicate the patient initially recovered well. A single ap xray from 2018 showed the implants to be in anatomc position without evidence of loosening, lysis or mechanical complication. An internal stryker memo indicates that none of the components involved were subject to recall. The event and cause of pain following a tha implanted to treat a displaced femoral neck fracture cannot be confirmed as insufficient information has been received for review. It was reported that the patient passed away (B)(6) 2018. No reason for cause of death was provided as insufficient information is available. Further documentation required would aid in the completion of this assessment would include dated pre and post op x-rays, imaging from the index and revision surgeries and recent outpatient office/clinic notes." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided primary operative report, office notes and x-ray were reviewed by the consulting clinician and indicated that "[...] An internal stryker memo indicates that none of the components involved were subject to recall. The event and cause of pain following a tha implanted to treat a displaced femoral neck fracture cannot be confirmed as insufficient information has been received for review. It was reported that th patient passed away (B)(6) 2018. No reason for cause of death was provided as insufficient information is available. Further documentation required would aid in the completion of this assessment would include dated pre and post op x-rays, imaging from the index and revision surgeries and recent outpatient office/clinic notes." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient's wife called stating her husband had a total right hip replacement on (B)(6) 2014. She said about a year ago he started experiencing pain, he started feeling better a few days after. She stated the pain came back a few days ago and they want to know what's causing it.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's wife called stating her husband had a total right hip replacement on (B)(6) 2014. She said about a year ago he started experiencing pain, he started feeling better a few days after. She stated the pain came back a few days ago and they want to know what's causing it.